Event description:
The customer reported that they transported a pt to the hosp on an arrow iabp. The customer switched the iabp to the cardiosave (related iabp complaint p-13-00183) and they could not autofill the balloon. The customer replaced the cardiosave iabp with a second cardiosave and the same problem occurred. After switching the pt for a third time to another cardiosave, the customer reported they were successfully able to autofill the balloon. They continued therapy and did not report any pt injury.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He tested the iabp to factory specs, it performed normally and he returned the iabp to the customer. The MFR evaluated the iabp fault log printout for the complaint time frame and identified a "fill fail - shuttle purge timeout 0x5. This failure indicates that essentially the iabp failed to achieve vacuum in the iab circuit. Although the MFR cannot determine the exact reason for the failure from the fault log record, probable causes of this failure include: iab disconnected or a bad atmospheric calibration - poor vacuum performance; bad k11, k3, k4, of k10 not closing; or pinched tubing from the vacuum reservoir. Reference : p-13-00933. Related reference: p-13-00183. Related MDR: 2249723-2013-00045.